Manufacturer narrative:
(B)(6). Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that two (2) 4000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the administration port. It was further reported that there was no cut or hole identified. The leaks were discovered during an unspecified process step after being released to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was manufactured between august 17, 2018 - august 18, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The samples were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.